Manufacturer narrative:
The device history record were reviewed and found to be conforming. The device was received, the investigation is pending. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the csr personnel wasn't able to remove the screw inside the wagner sl revision, trial stem, proximal, l 225. It happened after surgery at spd.

Manufacturer narrative:
The result of the investigation has been made available. Device history records: the device manufacturing quality records indicate that the released components met all requirements toper form as intended. Event summary: a wagner sl trial stem (ref: 01.00109.802 lot: 15.183544), screw for proximal part 225 (ref: 01.00109.805, lot: 15.183.561) and a hex wrench 3.5 (ref: 79.15.84 lot: 16.223417) have been received. It was reported that the csr personnel wasn't able to remove the screw inside the proximal trial body 225. After many attempts without success, the tip of the wrench broke off while unscrewing. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Visual examination: the wagner sl revision stem showed some normal signs of usage. Further no considerable deteriorations, deformations or imperfections can be seen. Thanks to the last 3 digits of the ref number and lot number, it was possible to determine the ref of the screw: ref: 01.00109.805 and lot: 15.183.561. The hex wrench showed some normal signs of usage and it was possible to see the breakage point of the instrument. Measurements: no measurement was performed as the screw was stuck into the wagner sl revision stem. Further the dhf indicates the conformityof the product. Functional test: with help of the screwdriver (ref. 79.15.84 lot. 11.632500) it was tried to disassemble the screw from the proximal part of the wagnersl revision stem, without success. Based on this functional test the reported event can be confirmed. IFU states "after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Reassemble and tighten screws where appropriate". Root cause analysis: related to wagner sl trial stem and screw: root cause determination : instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance - not possible, as systematic issue related to potential design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient - not possible, according to material compatibility specification the material has been tested. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition : possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r staff unfamiliar with instrument usage and handling => possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. This could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r staff unfamiliar with instrument usage and handling => possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. This could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. Components stuck together, incorrect conclusion on size due to compatibility of incompatible combinations - not possible, as the trail stem size (225 mm) is intended to mate with screw 225 mm. Thanks to the last three digits of the ref. No. And lot. No. It was possible to determine these numbers, and to conclude that the right size was used. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition : possible, as the screw remains stuck in the trial stems the assembly/ disassembly conditions failed. Related to hex wrench: root cause determination. Instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance: not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending or in the current pms process. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient - not possible, according to material compatibility specification the material has been tested. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition: not possible, as no signs of corrosion are present on the wrench instrument instrument breaks or deforms due to off-label / abnormal-use - not possible, as no signs of abnormal use are present on the wrench instrument. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r staff unfamiliar with instrument usage and handling - not possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. This could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. The jammed screw in turn led to the breakage of the wrench during the attempt to remove the screw. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r staff unfamiliar with instrument usage and handling: not possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. This could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. The jammed screw in turn led to the breakage of the wrench during the attempt to remove the screw. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition : possible, as the hex wrench was broken, the mating conditions failed and it cannot be used with the mating instrument as intended. Conclusion summary: based on the returned products and the given information, the complaint could be confirmed. The visual examination and the functional test did confirm that the screw 225 mm got jammed into the proximal wagner sl stem, and that the wrench broke. A possible root cause could be related to the incomplete or incorrect steps of lubrication of threads after cleaning/disinfection process (reference see IFU. D011500192 ed. 2015/12 rev 06, which states "after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Reassemble and tighten screws where appropriate."). Thus, resulting in possible wear particles or corroded thread that blocked the screw into the wagner sl stem, which in turn led to breakage of the wrench during the attempt to remove out the screw 225. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).